Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), alopecia ("hair loss"), infection ("infections"), abdominal discomfort ("more of a cell phone vibration in my belly") and allergy to metals ("I couldn't wear earrings of any kind"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, rash, alopecia, infection, abdominal discomfort and allergy to metals outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, alopecia, device dislocation, genital haemorrhage, infection, perforation and rash to be related to essure. The reporter commented: both tubal ostia were easily identified. No abnormalities were seen in the uterine cavity. The device was inserted into the right tubal ostium without any difficulty whatsoever. There was good application with two coils protruding out the os. The second device was inserted into the opposite tube in the same fashion without any difficulty and there were three coils protruding. The patient tolerated the procedure well and there were no complications. She had very minimal pain during the procedure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: abdominal discomfort, allergy to metals" quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "more of a cell phone vibration in my belly, I couldn't wear earrings of any kind" added from social media report. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration') in a 31-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), alopecia ("hair loss"), infection ("infections"), abdominal discomfort ("more of a cell phone vibration in my belly"), allergy to metals ("I couldn't wear earrings of any kind"), menstrual disorder ("huge clot in every single month") and pruritus ("hand and feet so itchy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, rash, alopecia, infection, abdominal discomfort, allergy to metals, menstrual disorder, weight increased and pruritus outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, alopecia, device dislocation, genital haemorrhage, infection, menstrual disorder, perforation, pruritus, rash and weight increased to be related to essure. The reporter commented: both tubal ostia were easily identified. No abnormalities were seen in the uterine cavity. The device was inserted into the right tubal ostium without any difficulty whatsoever. There was good application with two coils protruding out the os. The second device was inserted into the opposite tube in the same fashion without any difficulty and there were three coils protruding. The patient tolerated the procedure well and there were no complications. She had very minimal pain during the procedure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: abdominal discomfort, allergy to metals", menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- hand and feet so iptchy. Reporter added and process with fu 9. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration') in a 31-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), alopecia ("hair loss"), infection ("infections"), abdominal discomfort ("more of a cell phone vibration in my belly"), allergy to metals ("I couldn't wear earrings of any kind") and menstrual disorder ("huge clot in every single month"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, rash, alopecia, infection, abdominal discomfort, allergy to metals and menstrual disorder outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, alopecia, device dislocation, genital haemorrhage, infection, menstrual disorder, perforation and rash to be related to essure. The reporter commented: both tubal ostia were easily identified. No abnormalities were seen in the uterine cavity. The device was inserted into the right tubal ostium without any difficulty whatsoever. There was good application with two coils protruding out the os. The second device was inserted into the opposite tube in the same fashion without any difficulty and there were three coils protruding. The patient tolerated the procedure well and there were no complications. She had very minimal pain during the procedure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: abdominal discomfort, allergy to metals", menstrual disorder. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- menstrual disorder. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) -year old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were easily identified. No abnormalities were seen in the uterine cavity. The device was inserted into the right tubal ostium without any difficulty whatsoever. There was good application with two coils protruding out the os. The second device was inserted into the opposite tube in the same fashion without any difficulty and there were three coils protruding. The patient tolerated the procedure well and there were no complications. She had very minimal pain during the procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; essure treatment details (lot number, insertion date and procedure details); and back-up contraception. Company causality comment: this litigation case report refers to a (B)(6) -year old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), alopecia ("hair loss") and infection ("infections"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, rash, alopecia and infection outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, infection, perforation and rash to be related to essure. The reporter commented: both tubal ostia were easily identified. No abnormalities were seen in the uterine cavity. The device was inserted into the right tubal ostium without any difficulty whatsoever. There was good application with two coils protruding out the os. The second device was inserted into the opposite tube in the same fashion without any difficulty and there were three coils protruding. The patient tolerated the procedure well and there were no complications. She had very minimal pain during the procedure. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: follow up from summons-events medical device removal and device complication deleted and events perforation of organs, migration, abnormal bleeding, skin rashes, hair loss, infections, pain was added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6)-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were easily identified. No abnormalities were seen in the uterine cavity. The device was inserted into the right tubal ostium without any difficulty whatsoever. There was good application with two coils protruding out the os. The second device was inserted into the opposite tube in the same fashion without any difficulty and there were three coils protruding. The patient tolerated the procedure well and there were no complications. She had very minimal pain during the procedure. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a (B)(6)-year old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs